Event description:
It was reported to medtronic minimed that the customer experienced the pump as it was cracked in the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. The pump was dropped by the customer. No harm requiring medical intervention was reported. The customer discontinued to use of the device, mmt-1712k was returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with blank display. Unable to verify software version due to blank display. The test p-cap locks properly into the reservoir compartment during testing. Pump was cut open to perform visual inspection and found corroded battery tube and vibrator. Swapping out test case confirms blank display is isolated to the case. The following were noted during visual inspection: end cap address label missing, missing display window cover, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Cosmetic damage was confirmed at the case corner of the belt clip rails near the battery compartment and battery tube threads. Pump received with a blank display due to corroded battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.